Event description:
Info rec'd indicates the brake casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician replaced the four worn brake casters to repair the stretcher.